Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported via phone call that the driver in the customer's insulin pump kept turning so insulin continues to exit the tubing. The patient's blood glucose at the time of incident is unknown. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test and was unable to prime during the prime test due to a loose and protruded drive support disk. The motor passed the motor test. The drive was inspected and no physical damage was noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump had broken battery tube threads, a cracked reservoir tube lip, cracked reservoir tube window and a missing end cap sticker.